Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed based on the clinician review of the provided x-ray. The material analysis report revealed and confirmed corrosion involving this device. Method & results -product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated (B)(6)2019 . The head and hip stem were returned in the assembled condition. The parts were examined with the aid of a stereomicroscope at magnifications up to 50x. The stem fractured in fatigue approximately 3.5in from the distal tip; the stem initiated on the lateral surface and propagated medially. Damage consistent with the cement mantle breakdown process and the explantation process was observed. Eds showed the stem base alloy was consistent with the drawing. The debris was consistent with an oxide, a corrosion product, biological material, and the decontamination process. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "one undated, unlabelled ap x-ray of the pelvis demonstrates bilateral cemented tha with all poly acetabular components and three screws around each acetabulum. The right hip has brooker iii heterotypic ossification and is reduced and nominal. The left hip has 2 cables around the femur proximal to the lesser trochanter, an ununited greater trochanter, and a transverse fracture of the exeter stem at the junction of the proximal and middle thirds of the stem. No clinical or past medical history, no operative reports, no dated serial x-rays, no examination of explanted components. X-ray confirms event description, but insufficient data to generate a report." -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: the clinician review of the undated and unlabeled x-ray confirmed that the left hip has a transverse fracture of the exeter stem at the junction of the proximal and middle thirds of the stem. The evaluation of the device revealed that the stem fractured in fatigue approximately 3.5in from the distal tip; the stem initiated on the lateral surface and propagated medially. Eds showed the stem base alloy was consistent with the drawing. The debris was consistent with an oxide, a corrosion product, biological material, and the decontamination process. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
X-ray images revealed that an exeter stem is broken.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not returned.

Event description:
X-ray images revealed that an exeter stem is broken.